Manufacturer narrative:
Technical support instructed the account to place the bed back into reverse trend and unplug the power cord. The account stated the issue returned. Technical support gave the account part numbers for the valve solenoid and a CPR/trend valve kit. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged the bed is in the low position and when placed in reverse trendelenburg with the foot down and the head up, in 30 minutes the bed will be flat. He can raise the hi/low all the way up and then place the bed in reverse trend and lower the hi/low down and the bed will stay in that position.